Event description:
Healthcare provider called to report a left side capsular contracture baker grade IV and implant removal from textured to smooth due to the concerns of the product. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: concern for textured implant device and capsular contracture baker grade IV.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, weight to spec, white calcification in the shell, deformation device, wear abrasion. Observed, 40 mm dark patch edge material inside gel device and crease fold. Air voids in the gel observed, after autoclave cycle. Base on the device analysis, the final assessment is: no issues found related with the manufacturing process.

Event description:
Device has been explanted.